Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient with recent klebsiella bacteremia secondary to uti ((B)(6) 2025) re-presented on (B)(6) with lethargy and failure to thrive. Workup revealed aortic valve endocarditis with root abscess. Transferred on vasopressor support and underwent bentall procedure, CABG, and laa clip (B)(6). Postoperatively, patient developed cardiogenic shock requiring central va ECMO. Clinical course complicated by ards, distributive shock, aki, pneumothorax, and vt storm requiring dual antiarrhythmics. On 11/17, vv ECMO added for worsening respiratory failure; impella 5.5 placed for lv unloading and va ECMO removed. No device-related complications noted. Rbc transfusion given for ECMO explant blood loss (unrelated to impella). Patient remained on vv ECMO, crrt, and vasopressors. Multiple suction events managed with volume repletion. Hemolysis and elevated liver enzymes attributed to cholestatic liver failure, not device-related. Despite support, severe liver failure progressed. Care withdrawn on (B)(6) 2025 due to futility. Events were primarily related to underlying endocarditis, surgical complexity, and multiorgan failure. No adverse events attributed to impella 5.5.

Manufacturer narrative:
Corrected information were provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury (renal failure/organ failure) was not determined due to insufficient clinical details. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
Added: b1 (is product problem).